Manufacturer narrative:
Batch review performed on 17 april 2019: lot 170524: (B)(4) items manufactured and released on 20-mar-2017. Expiration date: 2022-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by washing and (B)(4): as visible in the pictures provided of the retrieved item, the primary sterility packaging of the implants is damaged. It is likely that the handling activities caused aggressive tibial component movement in the primary sterility packaging, causing the breakage of the primary barrier and impacting the secondary sterility blister.

Event description:
During the primary surgery has been noticed that the second packaging of the implant was damaged (unsealed blister, the first packaging wasn't damaged). The surgeon decided to use another implant. The surgery was completed successfully.